Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076, implantable pacing lead, - (B)(6) 2007. (B)(4).

Event description:
It was reported that during radiation treatment, the device exhibited noise. The device will be programmed off for the next round of radiation treatments, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.